Manufacturer narrative:
Clarification to b3 date of event: partial date of 2025 - "about a year ago". Clarification to d6a implant date: partial date 2014. Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Photo analysis: visual analysis of the photographs identified: rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, intraoperatively" and "implant rupture, intraoperatively" diagnosed via ultrasound. Later healthcare professional reported "capsular contracture baker grade 3". This record is for the left side. The device was explanted.